Event description:
It was reported that patient with this implantable pacemaker experienced getting shocked everyday especially when trying to sleep. Patient stated had to put life on hold due to discomfort and is afraid of having heart attack. Also, patient felt like the pacemaker given was faulty. This was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this implantable pacemaker experienced getting shocked everyday especially when trying to sleep. Patient stated had to put life on hold due to discomfort and is afraid of having heart attack. Also, patient felt like the pacemaker given was faulty. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: patient codes and b5: describe event or problem.